Manufacturer narrative:
Other devices used: neck, medium 47.5 lot 702; 32mm + 7mm head lot 359; 56mm shell lot 870; insert 56-58mm/32, o degree lot 782.

Event description:
Pt had an infected hip two yrs after primary total hip surgery. During surgery, it was noted that the stem and cup were well fixed and functioning. All implants were removed and an antibiotic cement spacer was placed to treat the infection.